Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 400-500 mg/dl at the time of the incident and the current was 165 mg/dl. The customer stated that the troubleshooting was performed for the high blood glucose under delivery. The customer does not allege the insulin pump was under delivery. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer was not admitted into the hospital as result of the high blood glucose. The customer was treated with the manual injection and the insulin pump. The insulin pump will be returned for the analysis.